Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the superior vena cava (svc) defibrillation coil was beyond the expected upper range. Analyst commented, on (B)(6) 2016, svc coil impedance spiked to 254 ohms up from a trend that had been in the 48-68 ohms range.

Event description:
It was reported that during use of right ventricular (rv) lead patient reported alert triggered every three hours. Chest x-ray revealed an apparent compression on the lead at ligament costoclaviculare. Compression was applied onto the implanted pacemaker site and the patient turned his shoulders but noise was not detected on the intra-cardiac electrocardiogram. It was also reported the rv lead exhibited high impedance and had an apparent fracture. Superior vena cava (svc) for shock therapy was set to "off", and ventricular fibrillation (vf) detection was changed. Subsequently, a new lead was implanted, and the rv lead inactivated and remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.